Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced pain and discomfort at the sensor insertion site. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient's mother stated that the patient went to the emergency room (ER) due to experiencing pain and discomfort and an x-ray was performed. It was indicated that the patient's mother removed the sensor prior to having the x-ray image done and discovered that the wire was frayed looking. There was no further treatment made by the doctor at the ER. At the time of contact, the patient was doing good. Additional patient or event information is not available.